Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: the idrive was place and closed on the stomach tissue. The device was articulated, however, the handle light then began to blink and the blue status indicator lights illuminated. The idrive would no longer activate and the stomach tissue was closed in the jaws. The doctor replaced the battery and the idrive returned to the neutral position. The device was removed from the tissue without damage to the tissue. Operating time was extended less than 30 minutes. There was no additional tissue resection. There was no tissue damage. Nothing fell into the patient cavity. There was no bleeding. There was no use of buttress material.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).